Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. On (B)(6) 2015, the patient's inratio inr result was 3.2 and took his normal coumadin dose of 7.5 mg. The patient's therapeutic range was 2.5 - 3.5. The same day, the patient was hospitalized for salmonella. At the hospital, the laboratory inr was 2.1. On (B)(6) 2015, the laboratory inr was 2.8 and a dose of coumadin 3mg was given. The patient stated that the lower dose was given because of interactions with the antibiotic that he was given. On (B)(6) 2015, the patient was discharged from the hospital. The laboratory inr was 3.3 and he did not take any coumadin. On (B)(6) 2015, there was no inr testing performed and no coumadin was taken. On (B)(6) 2015, the inratio inr result was 4.3. There was no reported adverse patient sequela. There was no additional information provided.